Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no report of pt or staff injury was reported. No further information is available.

Event description:
The customer reported that a part needed to be replaced on the stenoscop system. No pt injury was reported.